Event description:
It was reported that an x-ray of this electrode 2 days post implant, showed the distal portion of the electrode deviating laterally from the sternum, while the rest of the electrode was parallel to the sternum. The potential of adipose tissue pulling the electrode was discussed and the option of performing isometric exercises during the next in clinic follow up was discussed to ensure no myopotential oversensing was present. No adverse patient effects were reported. This device remains in service.